Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and found the outer reagent carousel was blocked and made a noise when attempting to rotate the carousel. The fse replaced the cable harness, left back above (sr) (rohs) [part 7-94073-03]. The cable harness was considered to be the likely cause part. Damage was limited to this part and did not spread to other parts of the equipment. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument service review, and labeling review. No returns were made available from the customer site for this evaluation. No adverse trend or systematic issue was identified for the issue identified in the complaint. Device history review did not identify any issues that may have caused the customer issue. Analyzer service history was reviewed and no contributing factors were found. No subsequent reports of smoke/burn issues were identified. Product labeling was reviewed and found to be adequate, as it contains instructions regarding electrical specifications and requirements, electrical hazards, and of electrical safety for the architect systems. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
A melted (blackened) cable connector was found on and architect i2000sr analyzer. The customer experienced error code 5901 [motor command timeout on device (outer reagent carousel motor)] and heard a noise while trying to rotate the reagent carousel while trying to rotate the part, which was blocked, on the architect i2000sr analyzer. During inspection by abbott field service personnel, the reagent carousel did not move and a melted cable connector to the reagent carousel motor was found. No fire or smoke were reported and no injury was reported.